Manufacturer narrative:
Vyaire medical has received confirmation from the customer that this event is a duplicate of an event already reported under MDR# (B)(4). Please refer to the aforementioned MDR for the original reported event.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up. At this time, the suspect device has not been returned for evaluation. Investigation is still ongoing. Therefore, no root cause could be determine yet.

Event description:
The customer reported alarm xdcr fault on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.